Manufacturer narrative:
One medfusion 4000 pump was returned for analysis. Visual inspection performed, and product found with big cracked and chipped out on both front corner of top case also big cracked on right plunger case and battery door, and missing power receptacle seal. Event history log review was performed and found no evidence of reported problem. Visual inspection and checking the reading of position by moving plunger assembly in and out of pump. According to the investigation the position pot reading did not change when plunger assembly was moving in and out of pump. The customer's reported problem was confirmed. The investigation reported that the reported problem was caused by the position tap being broken which was dropped or mishandle by customer. Service's replaced the pump position pot and performed pm maintenance and all functional testing passed. Service's replaced position pot, plunger cases, top and bottom cases, worm gear, leadscrew and clutches, carriage and installed cable guard (missing). The problem source of the reported problem is user interface.

Event description:
Information was received indicating that during pre-testing of this smiths medical medfusion 4000 pump, the pump exhibited position error for the plunger. No reported adverse effects.